Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards affiliates in spain, during a transcatheter aortic valve replacement (tavr) procedure using a 29mm sapien 3 valve via the transfemoral approach, resistance was encountered while advancing the commander delivery system through the esheath+. Although the valve and delivery system exited the tip of the esheath, forward advancement was not possible. The decision was made to remove the devices as a single unit, at which point damage to the valve was observed. The patient did not sustain any injury related to the event and was reported to be in stable condition following the procedure.

Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event of frame damage was unable to be confirmed due to the unavailability of the device nor imagery was provided. No manufacturing non-conformances were identified during the evaluation. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, "during the advancement of the commander delivery system through the esheath+ it was noted some resistance, the valve and the delivery system exit the tip of the esheath but it was not possible to go towards. It was decided to remove the devices as a single unit and it was observed that the valve was damaged". In this case, provided information indicated presence of tortuosity and calcification within patient's anatomy. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Additionally, calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. It is possible that additional device manipulation or high push force was applied to overcome the encountered resistance, which could lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Available information suggests that patient factors (tortuosity, calcification) and/or procedural factors (device manipulation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.